Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag became disconnected from the cassette line during set up on the homechoice (hc). The technical service representative (tsr) assisted the home patient (hp) in removing the supplies. The hp indicated they would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.